Event description:
I have been on the insulet omnipod for approx 6 mos. In those six mos I have had repeated pod failures. Some are simply occlusions and the pod will error. However, a majority of the failures have been due to pod failure. There are times that the pod will let me know-via alarm-that the pod has failed and is deactivated. With my last three pods, however, this alarm has not activated. Instead it didn't deliver my insulin. Previous to using the omnipod system I was in very tight control of my diabetes. Since I have been using it, my blood sugar have been very out of control. I was hospitalized in 2008 for dka. I went to the hosp four months later, for high blood sugar and was treated in the ER with insulin and IV fluids. Tonight I, again was at the ER because of extremely high blood sugar, readings 488 and was treated with IV fluids and insulin. My pod failure rate is at around 50%. The company will replace the pods but there hasn't been any significant change in the pod failure rate. I have now discontinued my pods and have gone back to using syringes only. I have notified the company about the problems I have had multiple times, via telephone and email. I emailed them one final time using their web form to let them know about the last four days and three pod failures. Dose or amount: bolus. Frequency: as needed. Route: sq. Diagnosis or reason for use: type 1 diabetes. Event reappeared after reintroduction: yes.